Event description:
The physician was putting the mesh into place through the trocar. As she removed the trocar, the mesh tore leaving a piece of plastic with the wing imbedded in the patient's tissue. The piece left behind was intended but tearing the mesh was not. A new mesh was implanted. Photograph of torn mesh available.